Event description:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 30-jan-2020. This spontaneous case was reported by a health professional and describes the occurrence of abdominal pain lower ('continuous discomfort over her right iliac fossa') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On (B)(6) 2019, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy were performed via laparoscopy on (B)(6) 2019). Essure was removed. At the time of the report, the abdominal pain lower had not resolved. The reporter considered abdominal pain lower to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 30-jan-2020. The most recent information was received on 26-mar-2021. This spontaneous case was reported by a health professional and describes the occurrence of abdominal pain lower ('continuous discomfort over her right iliac fossa') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On (B)(6) 2019, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy were performed via laparoscopy on (B)(6) 2019). Essure was removed. At the time of the report, the abdominal pain lower had not resolved. The reporter considered abdominal pain lower to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-mar-2021: no new information received, update to imdrf/FDA codes only. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 30-jan-2020. The most recent information was received on 26-feb-2020. This spontaneous case was reported by a health professional and describes the occurrence of abdominal pain lower ('continuous discomfort over her right iliac fossa') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On (B)(6) 2019, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy were performed via laparoscopy on (B)(6) 2019). Essure was removed. At the time of the report, the abdominal pain lower had not resolved. The reporter considered abdominal pain lower to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.